Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 120-130 units of insulin. The customer's blood glucose level ranged from 86-300 mg/dl. Reportedly, the customer successfully loaded a second cartridge.